Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. In the absence of additional information and in the impossibility of recovering the screw for expertise, the cause of this failure of installation is not determinable.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "Screw broken".